Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One retaining 2.5mm hex drive r short (rh2.5) was returned for investigation. Visual inspection of the as returned product identified considerable wear about the driver body. The hex feature is fractured, and the gemlock fell out of the hole created from the fracture. DHR review was completed for the subject lot number 63753242. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63753242) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The root caused can be attributed to a lack of device maintenance.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a driver (rh2.5) broke when placing an implant. Procedure was completed with another tool.